Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected in an irregular fashion. Device replacement was recommended. The patient reported anxiety related to device function. This device remains in service at this time. No adverse patient effects were reported.